Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. No battery out limit alarms were noted during testing. Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Unit received with cracked case at the display window corners, reservoir tube, reservoir tube window, reservoir tube window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer was unable to clear the alarm because the esc and act buttons were unresponsive. He got to the hospital with early signs of a diabetic ketoacidosis and was given IV, insulin, fluids, and medicine for nausea as well. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 493 mg/dl. The customer stayed in the emergency room. The customer was wearing the insulin pump at the time of hospitalization. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.